Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2005202, no deviations or non-conformances related to this issue were identified during the manufacturing process. Ten retained samples of the same lot were used for evaluation, no damage or molding defect observed. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had difficult plunger movement while attempting to administer fluorouracil. The following information was provided by the initial reporter: reported that 1 fluorouracil syringe was not able to be administered. "Customer reported there appeared to be a fault with the syringe or plunger which meant we were unable to push the dose out of the syringe, despite reasonable extra force applied to the plunger. Customer could not see anything obvious wrong with the syringe, plunger or tip. Customer reported adding a syringe connector to the original syringe did not enable them to extract the dose into another syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had difficult plunger movement while attempting to administer fluorouracil. The following information was provided by the initial reporter: reported that 1 fluorouracil syringe was not able to be administered. "Customer reported there appeared to be a fault with the syringe or plunger which meant we were unable to push the dose out of the syringe, despite reasonable extra force applied to the plunger. Customer could not see anything obvious wrong with the syringe, plunger or tip. Customer reported adding a syringe connector to the original syringe did not enable them to extract the dose into another syringe."